Event description:
Same case as #2134265-2009-02345. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient presented for an emergent cardiac cath due to a myocardial infarction. Two lesions were identified. A 95% stenosed lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad) and a 70% stenosed lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). The lad lesion was predilated with a 2.0x20mm maverick balloon, reducing the stenosis to 0%. A 3.0x24mm taxus liberte' stent was deployed at 18 atm's, however, it was not post dilated. The lesion in the rca was direct stented with a 3.0x16mm taxus liberte' stent deployed at 16 atm's and it was also not post dilated. Both stents were well positioned and well apposed. Final result was 100% optimal flow. The patient had received aspirin, clopidogrel and enoxaparina pre procedure as well as post procedure. Five days later, while still hospitalized, the patient began experiencing chest pain. Angiography revealed thrombosis of both stents. Heparin and tirofiban were administered. The physician attempted to reestablish flow in both vessels with angioplasty but the flow was not optimal. The physician opted to send the patient for surgery; however, the patient died before arriving to surgery. The cause of death was reported as cardiogenic shock due to thrombosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.